Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was followed up after implant of implantable pulse generator (ipg) and lead. After 20 minutes later, the patient experienced an arrest. The patient was ventilated. Electrocardiogram (ECG) indicated there was pacing and sensing failure. The physician is interested to know reason why the patient went into arrest and leading to multiple complications which required patient to be ventilated. The ipg and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.